Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version: 2.1, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that the issue was unable to be replicated. The instruments were tracking as expected. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a posterior lumbar fusion procedure. It was reported that when attempting to navigate, the instruments were not visible within the software. The site replaced the system with second navigation system on site, and proceeded without further issue. The issue occurred when the site was performing a scan and plan case with an imaging system. It was noted that the site was able to successfully acquire images and transfer to the navigation system. There was an approximate delay of five minutes while the site retrieved a different navigation system. There was no reported impact on patient outcome.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed. The logs captured there was one session on the date of issue, site used spinalfusion on the date of issue, there were thousands of "infrared interference error" were observed. Apart from that there was no abnormality observed related to the reported behavior. Suspected infrared interference error might have caused the reported behavior. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.